Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erratic readings on his adc blood glucose meter on unspecified date(s). The customer was unable to provide the readings, and said the meter would "sometimes give a reading that is 40-60 points off." The customer reportedly went to the emergency room of the va hospital due to the readings issue and "other health problems." No symptoms or diagnoses were reported. He stated he was treated with an unspecified "IV drip" and "other injections," but he did not know what they were. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.